Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and that moisture was present in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2019 with the following findings: a review of the black box showed no power interruptions. The battery compartment was cracked, and no damage was found to the battery cap. The battery cap attached securely to the pump. The power losses and reboots were duplicated during testing. Corrosion was found in the battery compartment. The pump leaked at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. The alleged power issue was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.